Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an air bubble anomaly. They had a lot of air bubbles that were larger than 1 centimeters in the line and reservoir. The customer¿s blood glucose level was 204 mg/dl. They noticed the air bubbles during therapy. Troubleshooting was performed but it was noted that the customer did not have a reservoir plunger available. They were advised to change the set. The product will not be retuned for analysis.